Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported that during labrum refixation surgery the implants pulled out of the drilling channel. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 24-feb-2021: no additional holes needed to be drilled. The problem was that the implant did not go into the holes at all. They found that if the implant was already difficult to get through the drill sleeve, it would not go into the hole.